Event description:
It was reported that the patient was referred for generator replacement surgery due to the ¿vns not working.¿ the manufacturer's representative attended the patient¿s generator replacement on (B)(6) 2015. It was reported that the replacement was due to end of service and not being able to interrogate due to a completely dead battery. The explanted generator was discarded by the hospital. Therefore, analysis is unable to be performed to assess the battery condition. Good faith attempts for additional information have been unsuccessful to date.